Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation new york univ. Med. Ctr. (United states) contacted cook concerning a c-pmsy-250-ra tray set from an unknown lot. The customer returned one used tray with a note that stated there were multiple problems with these catheters. Based on the customer¿s statement, it is assumed additional catheter shaft material split just below the hub. Cook became aware of this event on 23jan2023. Reviews of the complaint history, instructions for use (IFU), manufacturing instructions (mi), quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide a lot number to aid in the investigation. A sales report was performed to determine a possible lot number. One possible lot number was found lot# 15149476. The following device history record will be based on this lot number. A review of the DHR for the lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. This product is not supplied with an instructions for use (IFU) pamphlet. Based on the available information, no product returned, and the results of the investigation, cook determined the cause for this event is determined to be component failure unrelated to manufacturing or design deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: senior clinical value analyst. G4: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A device was returned for investigation for an event that occurred at the same facility (reported under mfg. Report reference #: 1820334-2023-00059). The returned device had an internal facility note included with the device. The internal note indicated that "we've had a ton of problems with those specific catheters that came from the or." This complaint captures the unknown number of events of catheter shaft material splitting just below the hub that have occurred with unknown number of patients.